Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis in november. The customer was treated with insulin injection at the hospital. The customer¿s last blood glucose reading was 167 mg/dl. The customer also reported that insulin pump stopped working randomly and screen did not came up. The customer not sure about using their old insulin pump system within 48 hours of reported event. The insulin pump will not be returned for analysis.